Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported during a posterior cervical c3-5 case the tip broke off the driver when torquing the cross-connector down. The tip of driver was recovered and no adverse events were reported.

Manufacturer narrative:
The returned part 14-525029 (lineum set screw driver) from lot mmx1615 was visually inspected. Initial inspection confirms the reported instrument failure as the tip of the driver is sheared off from the shaft. A functional analysis of the instrument could not be performed in its present condition. The damage to the tip is too significant to mate the driver with a lineum set screw. The DHR (device history record) for the product lot was reviewed. There were no reported non-conformances or product deviations that could have contributed to the reported instrument failure. The lot passed all incoming quality inspection criteria including verification of physical dimensions, markings and finish, hardness, and retain/release a lineum set handle. The root cause of this event cannot be conclusively determined with the available information. The device clearly underwent significant loading, and it is possible that these excessive forces were the result of patient condition (hard bone, unique anatomy, etc.), improper technique (use of instrument without the corresponding torque limiting handle), and/or misuse.